Event description:
Procedure: hernia. According to the reporter: the staples are not staying closed and there was no patient injury. The surgery time was extended by about 45 minutes. Thread was applied to the mesh to resolve the issue.

Manufacturer narrative:
Initial report submitted: april 7, 2008.